Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that strut damage had occurred. A procedure was taking place with use of a 3.50 x 16 synergy drug-eluting stent. When the synergy stent was crossing into a more proximal stent, damage occurred to the struts.